Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified since the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reporter to olympus that the evis exera iii video system center had an image that was stuck/frozen during a therapeutic laparoscopic partial nephrectomy. The procedure was completed with the same device. The patient was not under anesthesia. No delay of procedure and there were no reports of patient harm or impact associated with this event.

Event description:
The customer reporter to olympus that the evis exera iii video system center had an image that was stuck/frozen. The patient was not under anesthesia. No delay of procedure or patient harm was reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no fault. Additional information was requested but details were not known or provided by the reporter. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.